Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The cotton tip was detached from the device with no evidence of adhesive. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the observed condition was determined to be a result of an inadequate amount of adhesive on the device; this was identified as a quality issue with a component obtained from a third party supplier and a product enhancement has been initiated to track this failure mode and/ complaint mode. A review of the current complaint data reveals no trend for a device related failure for this condition. Based on the evidence available the reported condition was confirmed. The file will be closed as an assembly error. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a laparoscopic hernia procedure. In use, the tip of the device broke off into the patient's abdominal cavity and was retrieved. The procedure was completed with another device. The status of the patient is no problem.